Event description:
A malfunction alarm occurred, identified as malf 16, with a fault ID of [16-0x20e6]. There was no adverse impact to the customer's blood glucose level. The pump was not resettable, so technical support arranged for a pump replacement and confirmed that the pump was under warranty. The customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.